Event description:
An anesthesiologist reports that due to repeated use and exposure to latex gloves made by various glove mfrs, she is sensitized to latex. She reports having experienced the following symptoms: uricaria, rhinitis, conjunctivitis, bronchospasm and anaphylaxis.